Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated lead revision, the left ventricular lead dislodged. The lead could not be repositioned and was explanted and replaced. The patient was in stable condition post surgery.